Manufacturer narrative:
The subject device was received and evaluated at regional repair center ( rrc portugal ) olympus. Device inspection found leakage in the scope connector (s-connector). Service repair in addition, noted that the distal end was observed with foreign material and the lg lens observed to be discolored. Additionally, the following defects were identified during device inspection: - grip shaved. - switch box has a dent. - right/left (r/l) knob has discoloration. - up/down (u/d) knob has discoloration. - due to a crack on s-connector, water tightness is lost. - electrical connector (el-connector) corroded. - image guide (ig) protector has a cut. - connecting tube has a buckling. - connecting tube has a dent. - connecting tube has a cut. - adhesive around objective lens has wear ( ccd lens adhesive worn). - there is corrosion around l-arm. - universal cord has coating peeling. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
It was reported during inspection of the product return for annual inspection (maintenance ), the device distal end was observed with foreign material. The light guide (lg) lens observed with discoloration. This report is being submitted for foreign material found on the device distal end and light guide lens discoloration (insufficient cleaning , handling problems and defects of the universal cord distal defects including lens). No harm reported. No user injury reported .

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing as the foreign material may not have been removed because reprocessing could not be conducted properly due to leakage from the scope connector. The event can be prevented by following the instructions for use (IFU) which state: ·leakage testing of the endoscope olympus will continue to monitor field performance for this device.